Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/27/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During visual evaluation a tear measuring approximately 0.8 cm was observed on the anterior extending to the posterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that the lot number was erroneously omitted from the initial report submitted on (B)(6) 2019. Lot number 7705748 has been populated in. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 450cc saline prosthesis experienced right sided deflation without trauma two days post procedure. The deflation was diagnosed by a physician. As a result, replacement with another mentor smooth round moderate plus profile 450cc saline prosthesis was performed on (B)(6) 2019.